Event description:
The below report was received by health authority ansm on 30-nov-2022. This spontaneous case was originally reported by a pharmacist and describes the occurrence of heavy menstrual bleeding ("abundant menorrhagia") in a 47 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of fibroma, type 1 diabetes mellitus, multigravida, parity 3 and hysteroscopy. In 2021 she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required), pelvic discomfort ("the patient suffered from contraction-type pelvic heaviness") and polyuria ("polyuria"). Essure was removed on (B)(6) 2022. On an unknown date, the patient had essure inserted. The patient was treated with surgery (hysteroctomy). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic discomfort, polyuria or heavy menstrual bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33.024 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of heavy menstrual bleeding ("abundant menorrhagia") in a 46 year-old female patient who had essure inserted (lot no. Unknown). Additional non-serious events are detailed below. The patient had a medical history of fibroma, type 1 diabetes mellitus, multigravida, parity 3 and hysteroscopy. In 2021 she experienced heavy menstrual bleeding (seriousness criterion intervention required), pelvic discomfort ("the patient suffered from contraction-type pelvic heaviness") and polyuria ("polyuria"). Essure was removed on (B)(6) 2022. On an unknown date, the patient had essure inserted. The patient was treated with surgery (hysteroctomy). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to polyuria, heavy menstrual bleeding or pelvic discomfort. The reporter commented: batch number is unknown, it cannot be provided. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33 kg/sqm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.